Event description:
Inbound. On (B)(6) 2022 patient requested new generic 3ml syringes as lot #210720 are defective, today they received the same lot number and they had another syringe problem this morning and 1ml treprostinil was wasted. I told him 1 would request 20 more syringes with a different lot number be overnighted again, no further details provided. (B)(6).